Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient initially experienced signal loss while engaged in physical activity. Once the values returned, the cgm showed 14.4 mmol/l. However, the patient experienced a seizure shortly afterwards at home, which lasted five minutes. An ambulance was called by the patient¿s mother. The paramedics checked the bg which was 10 mmol/l. No emergency medical services (ems) treatment was reported. The patient was taken to the hospital. She was kept for a few hours and monitored, then returned home, as the symptoms had subsided quickly. At the time of the report she had recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.